Event description:
The patient went in to see doctor due to pain in the left hip. The gap cup was damaged. The doctor revised the acetabulum with a revision cup.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned.

Event description:
The patient went in to see doctor due to pain in the left hip. The gap cup was damaged. The doctor revised the acetabulum with a revision cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.